Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical, that a consumer rec'd a blood glucose reading of 120 mg/dl and ate his lunch. Two hrs later, he reports that he passed out on his lawn and when parametice came to treat him they could not obtain a blood sugar reading, subsequently having to inject him with a glucose solution. The meter will be returned for eval.